Event description:
Caller reported potential false negative urine hcg on the medi-lab performance hcg urine test-cassette. Customer states that doctor had a pt with a negative urine pregnancy test in the office after waiting 3 minutes and then about after 5 minutes, results came up with a faint line as positive. Pt's blood was drawn the next day and results came back with high levels of hcg (serum quantity was approximately 100 miu/ml).

Manufacturer narrative:
Technical support specialist explained that as a general rule, hcg concentrations double daily. So the day before the quantity of 100, the serum hcg concentrations may have been approximately 50 miu/ml. Since urine concentration is usually half that of serum concentration, the urine would have been approximately 25 miu/ml. Now, consider hydration status of pt (not a first morning urine) and the hcg level in this urine may have been below the assay's lod of 25 miu/ml. Thus, if sub-lod or borderline urine hcg level, the test performed as expected in that we would not expect the assay to detect anything below its lod of 25. Pt's urine is not available for quantification or investigation. Customer did not provide lot number. There is insufficient info to perform further investigation. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.